Manufacturer narrative:
Additional information received reported the original implant date of the endurant limb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review: the exact cause of the left limb thrombus could not be determined from the pre-implant films provided. Films during and post-implant were not available for review, and reported stent graft kink and thrombus could not be assessed. A pre-implant CT-3d film report revealed that the take-off of the left common iliac artery was exceptionally acutely angulated, measuring ~140deg lateral from its origin to mid-length. The diameter of the lcia ranged from 13 ¿ 12mm along the 8cm length, and was moderately calcified. It appears likely that implanting within the severely tortuous left common iliac contributed to the reported stent graft kink and resulting thrombus. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 55mm abdominal aortic aneurysm on an unknown date. The left iliac was noted to be moderately calcified with a 13mm neck diameter and 12mm in length. It was reported that the patient presented to the ER with left leg pain and a cold leg. A CT and angiogram were performed which revealed a thrombosed left graft limb. The patient was treated for left limb occlusion. Angiojet was used to fully remove the fresh thrombus in the left limb. The thrombus was due to a kink in the left limb. A 16x90 competitors bare metal stent was placed from the left flow divider to end of left graft limb and used a competitor¿s device for post-dilation. Per the physician, the cause of the event was due to anatomy and the tortuosity of the left common iliac artery which caused a kink in the left limb. Final angiogram revealed returned flow with no kink. No additional clinical sequelae were reported, and the patient is fine.